Event description:
Following implant, episodes of far-field r wave oversensing were observed on the right atrial (ra) lead. The device was reprogrammed, but additional episodes of undersensing and far-field r wave oversensing resulting in automatic mode switch were observed on the ra lead. No additional intervention has been performed at this time. The patient was stable and will continue to be monitored.